Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection revealed that the connectors, switches, and labels had no physical damage. All the mounting hardware was secured. Normal wear and tear was observed on the exterior enclosure. No other visible anomalies were observed. The nt generator was connected to an external power source and was powered on successfully. The generator normally booted to the main screen. The boot sequence was followed as anticipated and passed the self-test. The generator was power cycled several times and the touch screen functioned as designed. Sensory, motor, lesion, pulse and dosed modes were tested, and no anomaly was observed. Temperature calibration test was performed, and no anomaly was observed. All the ports functioned normally. However, review of the logs on the reported event date revealed that the temperature of the probes were at body temperature (~38 degrees celsius). The user ended the procedure after only 17 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a procedure the generator would not get past 67 degrees. Troubleshooting included checking the grounding pad placement, replacing the grounding pads, and power cycling the generator, but the issue remained. The procedure was not able to be completed. There were no adverse consequences to the patient.